Event description:
Follow up information received reported that impedance measurements conducted post operatively were within in normal range.

Event description:
It was reported that impedance measurements showed low impedances between electrode pair 4/8. It was noted that electrodes 4 and 8 are on different leads. Fluoroscopy showed that the leads were crossing. The leads were going to be moved to resolve the issue, but it was unknown if an appointment had been made. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777, lot# unk, implanted: unk, explanted: na. Product typ: lead: product ID 3777, lot# unk, implanted: unk, explanted: na. Product typ: lead. (B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer. The initial MDR was filed as mfg. Report #3007566237-2012-01291. Additional information received clarified that the correct manufacturing site was site (B)(4).